Event description:
Pt had a left femoral neck fracture with a bipolar placed in 2003. Pt discharged 3 days later in good conduction. 6 days later pt presented to the emergency dept. Pt again dislocated and disassociated their components. It was determined the best option was to convert pt to a total hip. Discharged to home 3 days later in good condition.